Manufacturer narrative:
Manufacturer was not able to obtain this information. It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reports she felt dizzy and had passed out after testing 86 mg/dl on the aviva system. A neighbor called emergency medical technicians (emts); customer does not recall what result emts obtained. She was treated with a "sugar pill" and an IV (contents unknown). Customer was admitted to the hospital for 2 days. Requested return of suspect device and replacement was sent.